Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?

Event description:
It was reported that during a gastric bypass procedure, making the pouch, when returning the blade of the 2nd shot with blue reload, it stops in the middle of the process. When testing both jaw opening mechanism, with reverse and with the sos mechanical lever, there is no response. The surgeon proceeds to open the closing lever manually and applying force. The closing lever broke, but the jaw was released little by little, being able to release the tissue, without causing apparent damage. There was no bleeding.